Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had low flow and high watt alarms. It was noted that the pump speed was too high and so the speed was decreased. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files revealed that 4 low flow alarms have been logged since (B)(6) 2018 and 1 high watt alarm was logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, low flows may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, thrombus at inflow cannula/outflow graft, poor vad filling. Based on risk documentation, high power may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, thrombus formation/ingestion, high flows. If information is provided in the future, a supplemental report will be issued.